Manufacturer narrative:
The device was not returned to zoll for evaluation; however, device logs were provided for review which confirmed the occurrences of the alarm. Technical support advised the customer to calibrate the device and resend the updated logs, however no additional data has been received, or any response has been received from the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device displayed a technical failure 389 "no o2 dosing possible" during maintenance. There was no patient involvement related to the reported malfunction.